Event description:
The customer reported dark images with a generator error. Because the images were unusable they had to use another system to finish the procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.